Event description:
The manufacturer representative reports the patient's catheter was damaged during a fusion procedure. Additional information has been requested but was not available on the date of this report.